Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) lead stretched. Lead was stretched causing the inner tubing to buckle and preventing the helix from functioning properly. There was also deformation/fracture of the proximal section of the inner coil and distal conductor distortion noted. Evaluation summary: (B) (4) no anomalies were found however, the proximal conductor was distorted.

Event description:
It was reported during the implant procedure that the screw (helix) would not extend/retract properly on the 5076 lead. Additionally, the 5092 lead was attempted to be used, but was not implanted due to patient anatomy. Neither lead was implanted and there were no patient complications reported as a result of this event.